Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding] joint & muscle pain [arthromyalgia] headaches [headache] memory loss [memory loss] tendinitis [tendinitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("joint & muscle pain"), headache ("headaches"), amnesia ("memory loss") and tendonitis ("tendinitis"). The patient was treated with surgery (salpingetomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthralgia, headache, heavy menstrual bleeding and tendonitis to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Joint & muscle pain [arthromyalgia]. Headaches [headache]. Memory loss [memory loss]. Tendinitis [tendinitis]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), arthralgia ("joint & muscle pain"), headache ("headaches"), amnesia ("memory loss") and tendonitis ("tendinitis"). The patient was treated with surgery (salpingetomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthralgia, headache, heavy menstrual bleeding and tendonitis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.